Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported a controller blank screen and unresponsive, patient had difficulty charging controller, controller wasn't working. It was noted the controller wasn't charging when it was plugged into the wall. Patient said she knew her stimulator shut off because she didn't feel stimulation, and she felt stimulation shut off on monday morning. Troubleshooting prior the call included the controller had been charged when the issue occurred. Patient said she plugged controller into wall charger to make sure it was charged, but the controller didn't response at all. It was reviewed the patient removed and reinserted lithium ion battery pack, and the issue wasn't resolved. It was mentioned the controller worked when patient used (B)(6) batteries, patient checked ins level and it was at 60%, patient could turn ins on, and controller battery level showed 100%. Patient services (pss) reviewed that in the meantime, patient could use controller to turn therapy on and off adjust as needed. It was stated the loss of stimulation was resolved. It was noted the controller had defective battery, it would work when plugged in without the battery. No further complication and no symptoms were reported.